Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00696.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) would not calibrate gases. The gas readings were varying all over the place. The device was not changed out, as the customer used a separate air tank to complete the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.